Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: there must¿ve been a miscommunication; there was not an anastomotic leak, but a post op bleed. What color cartridges were used throughout creation of sleeve? Gst60b. Was buttressing material used? No. Were any issues experienced with device to include staple formation issues? No issues with the device intraoperatively. The case went well. Some bleeding along the staple line, but nothing terribly concerning. Was the staple line observed intraoperatively and noted to be adequate? Yes, the staple line appeared adequate. Some bleeding addressed with a clip applier (er420), but nothing out of the ordinary. Was a leak test performed? If so, what was the result? There was no leak. Were any diagnostics performed to identify site of bleed? I am unsure; the physician did not specify. Was any other intervention required other than a transfusion? No other intervention was required. What is the current patient status? The patient is not under any special care; they have returned to (B)(6).

Event description:
It was reported by the sales rep that forty eight hours post op to a sleeve gastrectomy the patient presented to the hospital with an anastomatic leak. The patient was given a liter of blood and is doing fine.